Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical blue line ultra cuffed tracheostomy tube, after the tube was inserted the cuff ruptured after pushing in the air. No adverse patient effects were reported.

Event description:
Additional information received stating patient injury did occur, but no medical intervention was required, and the incident has been resolved.

Manufacturer narrative:
Two devices were returned for evaluation. Visual inspection of the devices found them to be in good physical condition. The devices underwent functional testing by being submerged underwater. Tears were noted to be .44mm and .2mm long in the cuffs. Each cuff shall be also tested by customer prior use as per instruction for use. The reported customer complaint has been confirmed, and the most probable cause of the issue has been determined to be user interface.